Manufacturer narrative:
Product ID: 3889-28, lot# v535750, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had her device moved from her back to her stomach approximately 1-2 months prior to report due to "it bothering her back from the placement." It was stated that, since the revision, the patient experienced pain down her left leg. It was also stated the patient felt "a needle-like sensation in her" buttocks "from the wires." The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.